Event description:
It was reported that the device had unexpected longevity and a potential performance issue as the device had reached elective replacement indicator (eri). It was also reported that there was high outputs for the left ventricular (lv) lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Produ d274trk implantable cardioverter defibrillator, implanted: (B)(6) 2010; 694758 implantable tachy lead implanted: (B)(6) 2010; 5076-45 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).